Event description:
The patient was not able to adjust stimulation because the implantable neurostimulator was in a power on reset condition. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).